Manufacturer narrative:
The model#/catalog# identified, is a carefusion product which is same or similar to a device that is approved for sale domestically. The domestic similar list number is mz1000-07. The 510k number provided, is for the domestic similar product. No product will be returned per customer. The customer¿s complaint could not be confirmed because the product was not sequestered and will not be returned for failure investigation. The root cause of this failure was not identified.

Event description:
The reported feedback suggests that a leak occurred from the maxzero during clinical use. From the reported information there are no indications of serious injury to the patient or user as a result of this incident.

Event description:
The reported feedback suggests that a leak occurred from the maxzero during clinical use. From the reported information there are no indications of serious injury to the patient or user as a result of this incident.

Manufacturer narrative:
The customer provided a video of the affected sample; analysis of the video confirmed the customer's experience as blood was observed to be leaking from the female luer of the maxzero component. A visual inspection of the video identified a recessed piston which could possibly have caused the leakage from the female luer. The root cause of the customer¿s experience was not identified.